Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery every time he tried to deliver a bolus. Customer's blood glucose was high at 427 mg/dl; he treated with manual injection. It was found that the reservoir was empty. The customer stated that he ran out of insulin because he had been out of town an had not been able to change it. Customer was advised to change the reservoir. The customer was able to complete the sent change and was advised to monitor the insulin pump.